Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the device alarmed for ¿air in line" twice however there was no air visible in line. The patient reported "a small electrical shock through her IV site when rn pushed a button on the device." The customer confirmed that there was no injury sustained to the patient.

Manufacturer narrative:
The customer¿s report that the source device alarmed for ¿air in line" twice was confirmed in the logs. Physical inspection showed no anomalies other than dull iuis and a broken instrument seal. An in depth log analysis found pump module s/n: (B)(4) alarmed for air in line. Log review begins on (B)(6) 2019 at 7:37:19 pm. A remote IV was programmed to infuse an unknown medication at the rate of 100ml/h, vtbi:100ml. The device alarmed for air in line 3 times and was then channeled off by user at 7:44:58 pm. Functional testing showed no anomalies. The root cause of the customer¿s complaint of an air-in-line issue was not identified.

Event description:
It was reported that during a continuous infusion of normal saline programmed at a rate of 50ml/hr. The device alarmed for ¿air in line" twice, however there was no air visible in the line. The patient reported "a small electrical shock through her IV site when the nurse pushed a button on the device, however there was no indication that a shock was received. The customer confirmed that there was no impact to the patient or delay of treatment.